Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d6; g1; g3; g6; h1; h2; h3; h6 . The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records provided and reviewed state that the patient underwent an initial right total knee arthroplasty on an unknown date in 2010. No operative report for this primary procedure was available for review. On 07-apr-2022, the patient had a right knee revision procedure for an unspecified reason, during which the first known zimmer biomet components, a nexgen rh femur (lot 64695390) and palacos cement (lot 98971042), were implanted; however, no operative findings or detailed surgical documentation were provided. Subsequently, on an unknown date in february 2023, the patient underwent a right knee exploration of the extensor tendon for an unidentified indication, and again, no operative note or findings were available. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. D10: therapy date: unknown date on (B)(6) 2023. 66022663, palacos r + g (1x40), (B)(6). 20800000020, iassist pin & screw pack sterile, (B)(6). 00588001402, femoral component, (B)(6). Unknown, articular surface, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery with competitor products. After approximately 12 years, they had a revision due to unknown reason with placement of zb product. No operative records provided. Then, about a year later the patient had a right knee exploration of extensor tendon. No further information has been provided.